Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Additionally, it was reported that the customer experienced a fill resistance issue. The customer experienced an elevated blood glucose (bg) level of 595 mg/dl with ketones identified as dangerous by healthcare provider. Reportedly, the customer's mother addressed their bg with a manual dose injection. A replacement pump was sent to the customer to resolve the issue.